Event description:
This customer reported that a carescape b450 patient monitor fell resulting in damage to the device. There was no reported patient injury however a nurse did suffer a contusion.

Manufacturer narrative:
Investigation revealed the monitor was not mounted and the nibp cuff and cuff hose were still connected to the patient while moving the patient to another bed, resulting in the fall. The broken monitor touch screen was replaced by field engineer at the site, the device calibrated, tested as required and is back in use. Date of event is: (B)(6) 2014.

Manufacturer narrative:
Under european law, patient data is considered confidential and will not be released by the hospital. Date of event is unknown. Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.